Manufacturer narrative:
Product analysis :visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. No immediately adjacent pre -existing surface defects identified that could contribute to crack propagation of fracture. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation, with progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(X-ray review) x-ray review : "pre-op xrays,post op ap/lateral standing x-rays, failure films for construct from (B)(6) 2016 and intraop revision films are also provided. Construct from t2-sacrum is present. Initial construct shows inadequate correction of sagittal balance. Failure occured at thoraco-lumbar junction and was revised with a lordotic cage. Root cause patient specific factors,surgical technique."

Event description:
Type of procedure: smith peterson osteotomy (spo).

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: dis-balanced sagittal lumbar. It was reported that a rod was found broken in the patient during a device follow-up and was consequently explanted. No patient complication was reported as a result of this event.